Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open colectomy end-to-end anastomosis with functional end-to-end anastomosis as the reconstruction method, during the first firing, the device could not be fired. The surgeon was able to press the green button, but was unable to squeeze the handle. Another device was used to complete the case. There was no patient injury.